Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The receiver was returned for evaluation. The following were performed: external visual inspection, internal visual inspection, receiver charge and boot, and pairing test and the data file was reviewed. The reported allegation was not confirmed. The probable cause could not be determined post investigation.